Manufacturer narrative:
(B)(6).

Event description:
It was reported that tip detachment occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 300cm v-14 control wire guidewire was selected for use. During the procedure, the tip of the guidewire broke. The device was removed with the help of 4f diagnostic catheter, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.